Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue which caused peritonitis manifested by a sore stomach. It was reported that the pt unhooked himself in the middle of the night and then reconnected because he gets confused. It was reported that the pt has cognitive deficits and is known to disconnect from his disposable during the middle of the night. It was reported that the disconnection may be from the patient line but could not confirmed. Twenty four days prior to the receipt of this report, the pt was hospitalized for the peritonitis. On an unreported date, the pt was treated for the peritonitis with vancomycin (2 grams, every 5-7 days for 3 weeks, intraperitoneally). Two days after being admitted, the pt was discharged from the hospital. At the time of this report, the pt had completed the antibiotic therapy, the pt was recovered from the event, and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).